Event description:
It was reported that while the autopulse platform was being tested with a mannequin during a shift check, the platform displayed the following error codes: error code 15 - position < minimum patient depth position at start of take-up. Error code 17 - max motor on time exceeded during active operation. Error code 06 - max battery temperature exceeded. Error code 02 - compression tracking error. Error code 19 - max applied load exceeded. Error code 45 - not at "home" position after power-on/restart. Error code 41 - patient temperature sensor failure. No patient involvement was reported.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and no damages were observed. The archive data analysis showed user advisory 16 (timeout moving to take-up position), user advisory 7 (discrepancy between load 1 and load 2 too large), user advisory 2 (compression tracking error), and user advisory 19 (max applied load exceeded). User advisory 2 typically occurs if the patient is misaligned on the platform or if the lifeband is opened. Functional testing was performed with passing results. In addition, the returned autopulse platform was subjected to a load cell characterization test and the results indicated that the load cell module 1 was not working properly. Further inspection revealed that the bushing slipped from the drivetrain motor and caused the drivetrain motor to be non-functioning. Based on the evaluation results, the customer's reported complaint was confirmed. However, a definitive root cause could not be determined.